Event description:
Baxter product surveillance (bps) spoke with the home patient (hp) on (B)(6) 2012 regarding an unrelated event. The hp reported that she had had issues with a check lines and bags (clb) alarm during therapy while she was connected on an unknown date. The hp had switched out only the cassette and reconnected to the setup. The hc continued to alarm. The hp then switched out all of the supplies and the alarm was resolved. Bps reviewed proper procedures with the hp. There were no adverse events reported in relation to this event, and the hp is continuing therapy on the homechoice.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.